Event description:
It was reported that during preventive maintenance, cardiosave intra-aortic balloon pump (iabp) required ppm repair of helium regulator, transducer, tubings and o ring. There was no patient involvement.

Manufacturer narrative:
Due to character limitation, below field are added from e1- initial reporter- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
After further review, an initial emdr for this complaint was incorrectly submitted. The complaint was created in error, there was no reported customer dissatisfaction related to this event, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.

Event description:
N/a.